Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unk

Event description:
It was reported that during a contralateral approach to stent the left external iliac, via the right common femoral, the stent did not deploy. A 7f sheath and a 0.035 rosen wire were used for the procedure. The tracking path to the intended site was 40cm. There was no vessel calcification and the tracking anatomy was not tortuous. The doctor reported that he did not have any difficulty advancing the target lesion. The doctor was able to advance the stent across the lesion easily, but as he started deploying the stent, it never unsheathed. He then removed the safety device and made sure he wasn't pinching the device at the entrance to the sheath and started squeezing the handle slowly, so he could watch the flare. He then tried squeezing the handle a couple more times quickly, but the stent never unsheathed. The device was removed and the procedure was completed with another stent. No reported injury to the pt.